Event description:
Customer's husband requested assistance with retrieving the history on the insulin pump. When the finding the bolus history, it was reported that a bolus dose was taken for a blood glucose value of 34mg/dl. It was stated that the customer accidentally took an unneeded bolus. Troubleshoot was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.